Manufacturer narrative:
(B)(4). The biomed is trained by the manufacturer.

Event description:
It was reported that during the use of the device for a non-clinical activity, the new electronic patient gas system (epgs) sent to the customer does not function. The user facility's biomedical engineer (biomed) stated that upon receipt of epgs and after installation the device still did not function correctly. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) found a stiff front panel oxygen (o2) control. The pst connected the electronic patient gas system (epgs) to a system-1 simulator and central control monitor (ccm), attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. The pst initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.97 volts (v), within the specification of 0.55-2.758 volts. The pst turned the front panel o2 control by hand and found it stiff to turn. The pst performed 12 calibrations with no failure of the epgs to calibrate. He operated all functions of the epgs with no other failure except the stiff o2 control. Per data log analysis, each time calibration is attempted, calibration fails with "blender mechanical range". The blender mechanical range test occurs at calibration and verifies the fraction of inspired oxygen (fio2) knob can be moved through the entire range. This is an indication the fio2 knob may have been binding. The epgs was recently reconditioned in april, 2016. During reconditioning procedure, service repair technicians move the fio2 knob several times during the testing process. The fio2 knob is also being tested on the production floor. Epgs runs the fio2 control across the full range of motion every time it is powered up. The epgs passed all verification and automated test equipment (ate) testings before it was shipped to the customer. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.